Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of recurrent mitral regurgitation (mr), mitral valve injury (tissue damage), and heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported partial clip movement resulting in mr and tissue damage could not be determined. The definitive cause for heart failure resulting in shortness of breath could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report clip movement. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat mitral regurgitation (mr) with an mr grade of 4. One clip was implanted, reducing mr to 1. On (B)(6) 2019, while the patient remained hospitalized from the mitraclip procedure, the patient experienced dyspnea due to worsening heart failure. Echocardiogram was performed, the clip was secure on both leaflets, however it had partially moved and mr increased to 4. Tissue damage is suspected. A second mitraclip procedure was performed on (B)(6) 2019. Two clips were implanted, reducing mr to 2. No additional information was provided.